Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 4 months after the dental implant was installed in intraoral region 19#, its non-osseointegration was observed. 10ncm of "primay" stability was achieved and the patient presented insufficient bone quantity/quality (bone type iii).